Manufacturer narrative:
Concomitant medical products: product ID dtba1d1 crt-d, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a complaint of shortness of breath. A remote transmission was generated and information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited diminished and undersensing and that its capture threshold was trending upward. The lead remains in use. No further patient complications have been reported as a result of this event.